Event description:
It was reported, the pt experienced a loss of therapeutic effect following a fall. Troubleshooting was being considered. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4)